Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. The most distal stent struts row was damaged; it was lifted from the stent profile and bent back distally. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
Reportable based on device analysis completed on 11-jun-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). Following pre-dilation with a 2.5 x 20 mm non-bsc balloon catheter, a 2.75 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was performed again with the balloon catheter and another attempt was made, however the stent was again unable to cross the lesion. The procedure was completed with another 2.75 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.